Manufacturer narrative:
(B)(4). A flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured 3.5mm and appeared used. Examination under magnification revealed the pattern on the tip face is consistent with normal degradation there were no signs of damage or other imperfections noted along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. Effective transmission was not measured since no aiming beam was visible. The condition of the returned device confirms the reported event as the loss of energy was most likely caused by the fiber breaking within the connector. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on february 23, 2016 that a flexiva 200 tractip laser fiber was used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a dornier 20w. According to the complainant, during the procedure, the laser fiber stopped firing after 1 minute and 18 seconds and 933.4 joules of use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.